Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 08/05/2016 that the patient experienced no audio output from the receiver and an adverse event on (B)(6) 2016. The patient reported that they blacked out while at a fast food restaurant and required assistance from the fire department and emergency medical technicians (emts). The patient was administered an IV of sugar and also had a candy bar. Patient's continuous glucose monitor (cgm) read 23mg/dl. Patient stated that the event was caused by not hearing the cgm alarm. Patient was unaware of who assisted him during the event but patient was left with his wife by the emts. The patient declined hospitalization. At the time of contact, the patient was healthy. The complaint device was provided for investigation. The receiver was determined to be in good condition based on external visual inspection. The receiver log did not contain any issues related to the customer complaint. Global receiver functional testing resulted in no failures associated with the reported issue. The event of no audio output could not be confirmed. A root cause could not be determined.